Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the tower door had failed to open. A field service engineer arrived on site and waited for an escort. The engineer powered down the station, unlocked the auxiliary tower, removed the latch column and then disconnected the harness from all latches, tightened the connectors on the harnesses, and cleaned all contacts on the micro switches. The harnesses were then connected to the micro switches. Afterward, the latch column was inserted, and the tower was locked. Finally, the medstation was powered up. The system functioned as intended after the field service engineer repaired the device.